Event description:
It was reported that the device misfired the suture and t-bar. No patient injury or complications were reported.

Manufacturer narrative:
No evaluation conducted to date due to no product being available for return.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.